Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec opened the device, in order to perform a visual inspection, and observed that the lcd ribbon cable was not properly seated. Ventec reseated the lcd ribbon cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the lcd ribbon cable was not properly seated.

Event description:
It was reported that the device needed maintenance. During the device evaluation, ventec observed that its lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.